Event description:
On (B)(6) 2023, the vega r52 lead (s/n (B)(6)) was used and positioned into the ventricle, the physician tried various placement /sites, but the threshold value obtained was high, he decided to use a new vega lead. The lead was discarded in the hospital due to infectious diseases.

Manufacturer narrative:
Please refer to the attached analysis report.